Manufacturer narrative:
The pump was returned and analysis found corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving an unknown medication as well as bupivacaine and unknown dose/concentrations via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was seen at the hospital and they didn't realize the patient was presenting with withdrawal so they decreased the dose by 50%. The change in the patient's therapy/symptoms had been sudden. A motor stall along with stopped pump period may exceed tube set message had occurred. The event date was listed as (B)(6) 2016, however, the rep was unsure if that date was the motor stall or the tube set as he was going from memory of what the hcp showed. When the patient came into their hcp's office, they decided to refill the pump and reported the pump restarted from that update. The patient had not had a recent MRI. It was also reported the hcp showed the rep the logs on 03/08/2016 and requested information on what tube set meant. Pump replacement was scheduled initially for (B)(6) 2016 but then later canceled due to the patient taking plavix. The case was going to be rescheduled. Further follow-up was conducted to determine whether it was confirmed the motor stall recovered.

Event description:
Additional information was received from a device manufacturer representative and healthcare provider (hcp). As per the representative, the motor stall recovery had not occurred although the logs said they did. The cause of the stall was unknown. On (B)(6) 2016, an hcp reported that the pump was replaced on (B)(6) 2016. On (B)(6) 2016, a company representative further clarified that the pump had a message in the logs indicating both that the motor stall had recovered but the pump was still stalled and not delivering medication. The pump and pump logs were planned to be returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) and manufacturing representative. The date of surgery was (B)(6) 2016. The preoperative diagnosis was ¿intrathecal pump at end of life and possible pump malfunction¿ and ¿intractable low back and radicular pain.¿ the postoperative diagnosis was the same. The operation included replacement of the pump and fluoroscopic guidance. The procedure was indicated for the replacement of an intrathecal delivery system which was reading end of life but also had a motor stall. All conservative measures had failed, and the intrathecal therapy provided significant benefit. The patient agreed to proceed with risks. The c-arm was used to visualize the pump with connection to the intrathecal catheter; the catheter tip was in the subarachnoid space with the tip at the inferior endplate of t10. During the replacement surgery, the catheter was aspirated, and free-flowing cerebral spinal fluid (csf) was obtained (at least 1ml). After disconnecting the catheter from the pump, the current medication was then aspirated from the old pump. The pre-op telemetry gave an expected 27ml of the drug, but 39ml were aspirated (demons trating that the pump had been non-functional). Post-op, the patient was neurologically intact, in satisfactory condition, and tolerating the procedure well.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from the health care provider (hcp) and the manufacturing representative regarding a patient receiving intrathecal morphine 14.4 mg/ml at 5.004 mg/day and bupivacaine 30.0 mg/ml at 10.425 mg/day. As of (B)(6) 2016, the patient's current medications were percocet 10-325 mg tablet (1 tablet as needed every 6 hours), coumadin (1 tablet 5 times per week), imitrix 100 mg tablet (use as directed), metoprolol-hctz ER (extended release), clopidogrel bisulfate 75 mg tablet (once a day), simvastatin 40 mg tablet (once a day), metoprolol succinate (50 daily), paroxetine hcl 20 mg tablet (once a day), warfarin sodium (1 tablet use as directed), torsemide 20 mg tablet (once a day), fluticasone furoate 27.5 mcg/spray suspension (1 puff in each nostril), valium 10 mg tablet (1 tablet as needed once a day), zoloft, ambien. Their past medical history included fibromyalgia, lumbago, displacement of lumbar intervertebral disc without myelopathy, degeneration of lumbar or lumbosacral intervertebral disc, pulmonary embolism. Their surgical history included intrathecal pump, septoplasty, and carpal tunnel release. Their family history was non-contributory. The patient was a nonsmoker. Allergies included augmentin. On (B)(6) 2016, the patient presented for interventional pain follow up. The patient experienced pain localized in the shoulder and axial low back at lumbosacral junction. The locations of pain had become unstable, reporting generalized pain throughout accompanied by worsening neuropathic symptoms. There was some concern that he had a possible intrathecal (it) delivery malfunction causing withdrawal. He reported two hospitalizations with no definitive diagnosis of the symptoms that he experienced. The it pump telemetry demonstrated a motor stall with eri (electronic replacement indicator) at 8 months. The pump was accessed and found to have more volume than calculated. This made the pump unreliable, and it needed to be replaced. The patient's last prescription was filled on (B)(6) 2016 and was consistent with having a sole provider of opioid medications. The patient was recently hospitalized for exacerbation of fibromyalgia and elevated blood pressure. Their verbal pain scale (vps) rating was 10/10. Multiplanar imaging review CT of the lumbar spine completed on (B)(6) 2016 demonstrated the collapse of l1-2 with anterior osteophytosis. The it catheter was entering the subarachnoid space at l3 and ascended. There was disc loss at l4-5. There was bulging at l2-l3 and l3-4 with right greater than left zj spondyloarthritis. The lumbar lordosis was maintained. Assessments found arachnoiditis, displacement of lumbar intervertebral disc without myelopathy, other intervertebral disc degeneration (lumbar region), other intervertebral disc displacement (lumbosacral region), bilateral low back pain (with sciatica presence unspecified). Treatment included refilling the percocet. The proposed interventional treatment was replacing the pump. The pump was replaced, and the patient returned for the one week post implant visit post-op on (B)(6) 2016. Their incisions were re-checked, and the patient reported excellent pain relief with the intrathecal prescriptions and had no postop issues (including urinary). It was noted that the patient experienced postop urinary issues in the past. The implantation sites were satisfactory in appearance without induration, erythema, or rubor. The incisions were intact and well healed. Motor strength, coordination and sensation were intact. The logs showed that a motor stall occurred on (B)(6) 2016 at 17:27, motor stall recovery occurred on (B)(6) 2016 at 03:42, motor stall occurred on (B)(6) 2016 at 20:20, and a 'stopped pump period may exceed tube set' message occurred on (B)(6) 2016 at 20:20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer it was reported the patient experienced a gradual change in therapy/symptoms. The patient experienced withdrawal symptoms and gradually started to feel like his nerve endings were on fire. The patient went to the emergency room (ER) and they put him on suicide watch. The patient was in the hospital for 5 days where they watched him. The patient was released. About 5 days later, he still had it. The patient went back to the ER for another 5 days. The patient believed he had withdrawal symptoms for about 6 or 8 weeks. The healthcare provider determined it was a failure of the pump. It was not understood why the level of morphine did not go down, and there was very little used. It was believed the pump was half or 3/4 full. The doctor knew there was something wrong with the pump because it did not use much morphine. The pump had to be replaced after it "failed" and gave him no warning. The patient sees the doctor once a month for percocet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-27. It was reported that the pump failure occurred "sometime around (B)(6) 2017" (note: this conflicts with the previous report that the event occurred in (B)(6) 2016).